Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the device was received for evaluation. Visual inspection reveals that there is saline residue in the suction tube. There were no other anomalies identified on the remainder of the device. The device was connected to a vapr vue generator with a foot switch attached. The default values, minimum and maximum settings were available. The tip of the device was submerged in a beaker of saline solution and tested. Both the ablate and coag tests functioned as intended. This testing procedure was repeated several times to confirm the continuity of function. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot/serial number (B)(4) and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine the actual root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot ==> a manufacturing record evaluation was performed for the finished device lot/serial number (B)(4) and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the vapr s90 4.0mm w/integr hdp -ea was not able to cut, and was not able to coagulate. The procedure was completed using another device. No patient consequence and no surgical delay was reported. No additional information was provided.